Event description:
It was reported that low pacing impedance was observed on the right ventricular (rv) lead. No intervention was performed; lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored; there were no adverse consequences.